Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The maximum aneurysm diameter was 40 mm, and the aneurysm length was short. The diameter of the proximal aortic neck was 17.8 mm at the renal arteries and 17.5 mm below that. The proximal aorta was 70 mm long. The diameter of the distal aorta was 14 mm. The right iliac artery was 11 mm in diameter, and the left was 10.8 mm. It was reported that approximately two months post-implant, the patient presented with an occlusion in the ipsilateral limb of the bifurcated stent graft. A thrombectomy was performed, and the ipsilateral limb was relined with an endurant 1610124. Bare metal stents were also implanted in both the ipsilateral and contralateral limbs. This resolved the occlusion. The physician commented that the occlusion may have been caused by compression of the ipsilateral limb due to the double covered section of the contralateral limb. This area of the limbs was within the proximal aortic neck due to the unusually long neck length. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (occlusion); patient¿s condition affected effectiveness of device (small and long proximal neck, small distal aorta); unapproved use of device (proximal neck diameter <(><<)> 19 mm). Conclusions: known inherent risk of a procedure (occlusion); device failure related to patient condition (small and long proximal neck, small distal aorta) 24 off ¿label, unapproved or contraindicated use (proximal neck diameter <(><<)> 19 mm).